Event description:
A surgeon reports a pt complained of seeing a dark shadow following intraocular lens (iol) implant surgery. The intraocular lens was removed and replaced one week following the initial implant surgery and the pt's symptoms have resolved. Additional info has been requested.